Event description:
The customer reported that after pipetting an htlv plate the technician observed uneven volumes in wells g1 through g12 , and h1 of the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.